Manufacturer narrative:
The analysis results found that the device was returned in good visual condition. The device was tested with a generator and was found functional using the foot pedal. However, upon testing with the hand activation buttons, it was found to be non-functional with any of the buttons. It could not be determined why the device reportedly failed the pre-run. The reported incident, failure of the pre-run, could not be recreated nor confirmed. While we were unable to recreate the event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that prior to a colorectal lab, the device would not work. Another device was used to complete the lab. No pt involvement.